Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735815, product ID: 9735783. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the hardware failed testing of the optical communication as localizer was not connected. Cable and port hardware were replaced. Codes b01, c04, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown cranial procedure. It was reported that the system displayed a "localizer not connected" message during the case. The medtronic representative (rep) reported that the camera was not moved, but unexpectedly became disconnected. The camera cart was swapped with another system and the case continued without further issues. After the case, the camera cart was rebooted and connected to the same main cart with the umbilical cord and the "localizer not connected" message had disappeared. The rep had the site hold a chickenfoot instrument up to the camera and reported seeing the instrument tracked on the main screen tracking window but not on the camera cart tracking window. After a couple minutes, the camera cart tracking window also showed the chickenfoot. The length of delay in the surgical procedure is unknown. It is unknown what the patient outcome was. (B)(6) 2025 iud (rep): additional information was received. It was reported that the rep called for troubleshooting. The "localizer not connected" error resulted from a disruption in the communication chain between the camera and the computer. The chain consisted of the following components: (1) camera, (2) ethernet cable from camera to dual bulkhead connector in mast, (3) dual bulkhead connector, (4) ethernet cable from dual bulkhead connector to poe injector, (5) poe injector, (6) ethernet cable from poe to o-ring, (7) o-ring, (8) internal cart-to-cart cable (camera cart side), (9) cart-to-cart cable, (10) internal cart-to-cart cable (main cart side), (11) checkpoint router, (12) ethernet cable from checkpoint router to computer, (13) computer. The rep had recently replaced the poe injector (5) and associated connections (2, 3, 4, 6) and reported that when the error occurred, the green light on the power over ethernet (poe) stayed illuminated. The issue was therefore unlikely to be either of those components, or (1). The rep swapped cart-to-cart cables with another navigation system and the issue persisted. (Intermittent "localizer not connected".) The issue was unlikely to be due to (9). Technical services (ts) had the rep wiggle the connections on the main cart to try and cause the error to occur but wasn't able to. Ts believed the issue was unlikely to be due to 10, 11, 12, or 13. Ts was able to replicate the issue on the navigation system in the lab by wiggling the connection between (7) and (8). The connection was loose but it was unclear if that was due to a bad cable or bad port.

Manufacturer narrative:
H2, h3, h6) the 9735783 network switch port (lot number: 021017a00964) was returned to the manufacturer for evaluation. There was no fault found. Codes c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 correction: b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was no reported impact on patient outcome.